Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen therapy. The type of baclofen, concentration and dose were not reported. The pump's indication for use (IFU) was listed as intractable spasticity. On an unknown date, the patient had fluid around their pump. The situation was being addressed by the healthcare provider (hcp). Interventions included moving the pump to an alternate location. The catheter kit options were reviewed because the physician wanted to verify connections and may want to replace the pump connector. On (B)(6) 2015, additional information was received from a hcp and indicated the patient was receiving lioresal. The start date of therapy was (B)(6) 2015 and the patient was receiving lioresal 2000 mcg/ml of with a dose of 850 mcg/day (lot number was ¿ds0079¿) and the end date was (B)(6) 2015. Lioresal therapy was resumed on (B)(6) 2015 and ended (B)(6) 2015 with a concentration of 2000 mcg/ml; however the dose was 900 mcg/day with the same lot number. The final start date of drug therapy was (B)(6) 2015 and was on going. The patient was currently receiving lioresal 2000 mcg/ml with a dose per day of 900 mcg/day (lot number was ¿ds0078¿). The patient was not taking any other medications at the time of the event. The patient¿s medical history included being premature at 26 weeks and in the neonatal intensive care unit for 2 ½ months, spastic quadriplegic, cerebral palsy, auditory neuropathy, hx botulinum toxin injections on (B)(6) 2014 bilateral hamstrings, bilateral adductors, and bilateral ¿gastrocs.¿ the patient first started experiencing fluid around the pump since replacement on (B)(6) 2014. In (B)(6) 2015, they attempted to aspirate fluid from the seroma with pump refill and no fluid was obtained. In (B)(6) 2015, they attempted to aspirate fluid again and no fluid was obtained either time. On (B)(6) 2015, they also obtained kidney, ureter, and bladder/entire spine x-ray. Additionally, on (B)(6) 2015, the hcp took the patient to the operating room (or) for exploration of the pump pocket. Specimens were sent to the lab for culture and they were awaiting results. The pump remained in place. The cause of the fluid was not determined.